Event description:
The device was used during a thoracic closure procedure. Reportedly, the suture knots became loose. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not returned for evaluation.